Manufacturer narrative:
The insulin pump was monitored and no unexpected failed battery test alarms occurred during testing. The low reservoir alarm feature is working properly. The insulin pump had normal operating currents. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and case cracked at the reservoir tube window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 78 mg/dl. The customer was advised to insert new aaa alkaline battery. Customer stated that failed battery alarm did not recur. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan until replacement arrives. Customer advised low reservoir troubleshooting is not necessary due to replacing the insulin pump.